Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. An electrical fault is a fault in the continuity of the pump to controller electrical connection triggers this alarm. The fault could be in the hvad® pump motor, driveline and connector, or within the controller. The audio portion of this alarm can be permanently disabled via the monitor. When this alarm condition occurs, the hvad® pump will be running on a single stator and will consume slightly more power. To prevent driveline connector contamination, utilize the driveline cap, follow the tunneling technique as outlined in the IFU, keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The IFU and patient manual also include a reference guide for alarms including potential causes and actions to take. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This is one of two reports ((B)(4)) submitted for devices related to the same event.

Event description:
It was reported by the by vad coordinator that on post-op day 4, the patient had an electrical fault(e-fault) while he was turning. Within the next 24 hours, the alarms were continuous so a manufacturer's clinical engineer was scheduled for a cleaning and controller exchange. Upon initial inspection, there were multiple e-fault alarms and high watt alarms noted. E-faults alarms on "rear phase c". E-faults were active and reproducible upon arrival. The locking mechanism was functioning properly. No visible contamination on the driveline wires was noted. The patient was prepped with a heparin bolus. The physician, respiratory staff, and perfusionist were at the bedside. One round of cleaning was completed with approximately 90 seconds of pump off time. Contamination was visible in the connector. The controller was exchanged. Per the vad coordinator, the patient was stable throughout and tolerated the pump off time well. This is report 1 of 2

Manufacturer narrative:
The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. Device remains implanted.